Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The delay was caused due to nurse need to obtain the medicines mannually from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was unable to be powered on swapped power supply and found that comm sled was not able to power on. The field service engineer was able to resolve the issue by reseated connection of all drawers checked back up battery connection. The system functioned as intended after the field service engineer troubleshooted the device.